Event description:
On (B)(6) 2014, the lay-user/reporter contacted lifescan (lfs) USA on behalf of the patient, alleging that the onetouch ping meter is giving inaccurate high reading of ¿266 mg/dl¿ compared to another meter reading of ¿204 mg/dl.¿ this complaint was classified based on the customer care advocate (cca) documentation. The reporter and patient were not available for follow-up questions. The reporter claimed that due to the alleged high reading on the subject meter, the patient required treatment from the paramedics and was admitted to the emergency room on (B)(6) 2014 after she reportedly blacked out. She was hospitalized for two days. The alleged inaccurate high issue began on the morning of (B)(6) 2014 during breakfast. At around noon time on (B)(6) 2014 during her hospital stay, the patient compared the subject meter reading of ¿266 mg/dl¿ to the hospital meter reading of ¿204 mg/dl.¿ the reported meter readings were taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported because the reporter claimed the patient blacked out and required medical intervention while she managed her diabetes with the subject meter. The lfs products were replace and requested back for investigation.

Manufacturer narrative:
Follow-up # 1 ¿ (08/26/2014). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Mss updated alert date to (B)(6) 2014 because the pa testing results changed the classification of this complaint to a reportable malfunction.